Event description:
Boston scientific received information from the patient's family that the patient with this pacemaker passed out for approximately five minutes. The patient had felt light headed prior to passing out. The patient proceeded to the hospital and the device was checked and it appeared the device was operating normal. Technical services (ts) reviewed an electrogram strip and was concerned about loss of capture on the first strip but it appears a premature ventricular contraction (pvc) occurred in the blanking window so the device did not see it. Then a ventricular pace was issued and it did not capture due to the pvc and a back up pace was issued. There was fusion noted so it was suggested to change the atrioventricular delay so that auto-capture does not need to manage fusion because if it is not successful it will put the device in to retry. It was noted the patient has a high number of pvc's. The fusion management explains why there is pacing below the lower rate limit (lrl). The amount of time it is below the lrl indicated the automatic capture is managing fusion approximately one-third of the time.

Manufacturer narrative:
Our records indicate this device remains implanted. If additional information is received this report will be updated.